Event description:
I am writing to report allergy to the handling tint of all the contact lenses that are commercialized. There is no warning of the risk on any lens notice. This is how I found out it: I used to wear the focus then ciba vision's "night and days" lenses for more than 10 years without any problem. Since they added a new coating (aqua add on) and tinted them in blue for handling, I could not tolerate them any more. I therefore purchased many of the old version lenses but I ran out of stock one month ago. I once again tried the new aqua formulated lenses and my eyes could not tolerate them: my eyes and eyelids rapidly became red and swollen, my eyes were tingling and burning, irritated, my throat was swollen. I thought that I was allergic to the new aqua coating and tried other brands but, in fact, I am having similar allergic reactions to all the contact lenses that are tinted. Unfortunately, most of the lenses are tinted now, and the few ones that are clear are not suitable to me as they dry out too fast (but I don't have allergic symptoms with them). For your info, I am also allergic to hair dyes and latex. Many people reported same symptoms when switching to the night and day reformulated lenses: http://www.lens101.com/focus-night-day/64173_air-optix-night-day-vs-old-focus-night-day.html I think this problem could be the reason why some people do not tolerate contacts at all and I think it is worth inquiring about it and informing consumers appropriately, such as for hair dyes for example. I discovered that the use of the handling tint in contact lenses is allowed under the condition that minimum dosage is used for required coloring. The handling tint component is mostly copper phthalocyanine or reactive blue 4 which are known eye irritants. I thank you in advance for your help on this matter. Best regards, (B)(6).